Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, interrogation revealed an error message when examining atrial impedance, threshold and ams episodes and the values were not available. Also the atrial output had automatically increased. Abbott technical support was contacted and the issue was resolved after clearing the diagnostics. The patient did not experience any adverse consequences due to this event.